Event description:
Olympus was notified that seven patients have had fevers following endoscopic procedures. Within the last month the facility had switched from all pentax endoscopes to olympus endoscopes. After the switch, a complete reprocessing in-service was performed by an olympus endoscopy service specialist (ess) with all pertinent staff.

Manufacturer narrative:
Olympus followed up with the user facility. On (B)(6) 2012, patient #6 had a colonoscopy. The patient had a sudden onset of fever and chills (temp 102) and was sent for a CT scan which confirmed positive for proctitis. The patient was hospitalized. Blood cultures and urine cultures are pending at this time. Patient was placed on antibiotics. No further information was provided. An ess was dispatched to the user facility to investigate and review scope handling, reprocessing and maintenance. A number of reprocessing inconsistencies were noted. On the second visit, the observations from the prior visit were discussed and a reprocessing in-service was performed. The user facility has implemented all olympus reprocessing recommendations hence. This is one of seven reports. Please also reference 8010047-2012-00423, 00424, 00425, 00426, 00427, 00429. This report is being submitted as a medical device report in abundance of caution.